Manufacturer narrative:
Investigation summary: one (1) sample was received for evaluation. The syringe has no barrel label therefore that failure mode is verified. This was likely due to a process variation form the plunger rod labeler machine. The saline solution looks clear and according to product clarity requirements therefore this failure mode is not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 8019582 for the same defect or symptom. There was no documentation of issues for the complaint of batch # 8019582 during this production run. Root cause description: the syringe has no barrel label therefore that failure mode is verified. This was likely due to a process variation form the plunger rod labeler machine. The saline solution looks clear and according to product clarity requirements therefore this failure mode is not verified.

Event description:
It was reported that bd posiflush¿ syringe had no scale markings. No serious injury or medical intervention was reported.